Event description:
It was reported that the device had a wandering ECG signal through the paddles lead. Physio-control evaluated the device and observed that it showed dashed lines for ECG using the therapy cable and an artifact through the paddles. The paddles lead ECG unavailability inhibits the device AED mode function. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control isolated the cause for the problem to the system pcb assembly. The system pcb assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed system pcb was unable to duplicate the problem.